Manufacturer narrative:
Unit passed displacement test and selftest. However, unit received with unexpected battery power loss and had high sleep and active currents, problem isolated to electronic assemblies. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had low battery. No harm requiring medical intervention was reported. The device will be returned for analysis.